Manufacturer narrative:
The power enclosure charger was returned to the manufacturer for evaluation. Testing found that no voltage was being output from a card due to an issue at the solder joint on pin 8 of the board.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the power conversion enclosure and the charger enclosure required replacement. The parts were replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system batteries were lower than normal. It was reported that the system door was closed fully, but still displayed the message "door open". A reboot was attempted, but the system was then unable to boot up. The battery level indicators were reportedly all illuminated blue, except for one that was illuminated in red. The umbilical cable was disconnected and then reconnected, which did not resolved the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect power enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.